Manufacturer narrative:
The t:slim x2 g6 pump user guide states: "you tapped stop insulin in the options menu and insulin delivery has been stopped for more than 15 minutes." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Reportedly, customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a "high" blood glucose (bg) level (specific bg value was not provided). Reportedly, customer had not resumed insulin delivery following a supply change. A manual injection was administered to address bg. Recommendation was made to discuss diabetes management with a health care professional.